Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia to 560 mg/dl after using an inset infusion set, with the set reportedly bent and the site not working; the patient switched to contact detach sets and requested additional supply. Symptoms included elevated blood glucose. Outcomes included self-treatment with 10 units of insulin by multiple daily injections with return to target over several hours, with no adverse effects, no alarms, and no need for third-party assistance. Investigation included troubleshooting and education with confirmation of shipping address and arrangement to send one box of contact detach via two-day shipping. Investigation of this case revealed a device use issue related to an infusion set performance concern, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.